Event description:
It was reported that pump displayed temperature alarm while charging, even though pump had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, instructed customer to place original pump into storage mode before return, and confirmed that customer would reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using pre-paid shipping label within required timeframe.